Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 365 mg/dl. To address the bg level, the customer delivered a correction bolus via the pump. Reportedly, the customer observed an air bubble at the luer lock connection. During system check with tandem technical support, the customer immediately observed insulin coming out of the end of the tubing, and showed that the pump was performing as intended. Additionally, the customer reported filling a new cartridge onto the pump and received a fill estimate of over 120 units of insulin. The customer observed the air bubble and held the infusion set tubing upside down to remove the air bubble, which changed the fill estimate to over 60 units of insulin. Tandem technical support educated the customer on insulin gauge calculations. The customer acknowledged the information and declined further assistance.